Event description:
On april 20, 2023, fujifilm healthcare americas corporation became aware of an event that occurred outside of the united states involving echelon MRI imaging system. It was reported that during a scan of the shoulder, a patient experienced third-degree burns to the opposite, healthy shoulder and required surgery. There is no death reported with the event.